Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient being non compliant, they refused to wear a brace and limit activity. The patient kept dislocating; the surgeon wanted a constrained liner to remediate the issue.